Event description:
It was reported that after a gastrectomy procedure, surgeon reported that the stapler line formed nicely during the surgery. However, the patient experienced leakage from the stapler line, two days post-op. The surgeon performed the surgery again for the patient and found out that the stapler line near the fundus was opened up. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information received: what is the patients current condition? ¿ recovered and discharged. Is the device from the first surgery with reloads being returned for analysis or is it a device from the second surgery that is being returned? ¿ none are being returned. What color settings were used in the first surgery? If same type of device in second surgery the color settings also? ¿ it happened in just one surgery. Colour setting is green. Were leak tests done in the first and second surgeries? - unknown. Was buttressing material utilized? If so, which product? - no. Was the instrument fired across or near an existing staple line or clip? - no. During the operation, what was the appearance of the staple line from the first surgery(intact, malformed staple, etc.)? What was the appearance of the staple line from the second surgery? ¿ during the surgery, the staple line formed properly and no bleeding from stapler line. When leakage was suspected and surgery was done to the patient, they saw the stapler line opened up and some staplers were malformed. What were the indications for the original surgery? - gastric cancer. What was the patients bmi? - unknown what were the indications that lead to the identification of the leak? - unknown.